Manufacturer narrative:
Additional info: after additional correspondence with the local staff, it was clarified that the device shaft fractured inside the patient, and that the stent was already released around 2 mm inside the patient. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned completely disassembled. Several parts of the handle assembly are missing. The outer shaft has been retracted by about 11 mm. About 2 mm of the stent are visible. The stent has not opened. The distal end of the stent is blocked between the outer shaft and the distal radiopaque marker. The proximal outer shaft has fractured, most likely inside the handle. The fracture site is plastically deformed which is indicative for an overload fracture. The metal tube at the knife holder is kinked directly at the knife. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined. It should be noted that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection. Lesions that lie within or adjacent to an aneurysm are contraindicated for pulsar-18 stent placement.

Event description:
It was decided to treat a splenic artery aneurysm with a stent and coils for embolization. The pulsar-18 peripheral self-expandable stent system was delivered to the lesion, but the stent could not be released. The delivery shaft was broken and the stent already released about 2mm. The device was withdrawn, and another stent was used to finish the procedure.